Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing, decreased pacing impedance, and a loss of capture were observed on the right ventricular (rv) lead. X-ray imaging found the rv lead was dislodged. In addition, there was variation in the atrial sensing amplitude. On (B)(6) 2018 the leads were repositioned to resolve the event. The patient was stable. Related manufacturer reference number: 2938836-2018-08021.